Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va011y0, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was having issues trying to up her settings, change the settings or do anything. The patient states when she hits her synch key she gets the splash screen manufacturer neurostimulator icon screen. The patient was asked what type of batteries does she have in the back of the patient programmer. The patient reviewed she has (B)(6) super heavy duty aaa batteries. It was reviewed appropriate batteries were alkaline nothing super heavy duty and asked if the patient has a set in her house to use. The patient states it was the first time hearing super heavy alkaline. The call was about the patient programmer problem. This action resolved the reported issue. The patient states she was on program 1 at 3.4 and upped it to 3.5 volts. It was noted that 3.4 setting was helping symptoms somewhat but the other night it was not. The patient states she kept going and going to the bathroom and used a roll of toilet tissue every day. The patient states when she was trying to use it over the weekend it was giving her the splash screen manufacturer neurostimulator icon screen which the patient notice four nights before reported event date. It was noted that the patient symptoms started four nights before reported event date. The patient was asked if the symptoms were gradual or sudden onset. It was reported that when the patient has anxiety or nervous she goes to the bathroom more and felt it was more of a sudden onset.